Event description:
It was reported that during a stenting treatment procedure, the stent did not deploy. The physician advanced the stent delivery sys without difficulty, but when he attempted to deploy the stent it would not deploy. He removed the stent delivery sys and tried to deploy the stent outside the pt's body and it would not deploy. The distal end of the stent appeared flared. The procedure was successfully completed with another of the same device. There were no reported pt complications and the current pt status is reported as "fine".

Manufacturer narrative:
Device analysis: the device has not been rec'd for analysis as of the date of this report. If any add'l relevant info is rec'd, a supplemental MDR will be submitted.